Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on hemoglobin a1c gen 2 (B)(6) for two samples from one patient. Of the two samples, one was erroneous. All results are in per-cent. The patient was born in 1995. (B)(6). The second repeat was performed on a cobas 8000 c502 module serial number (B)(4). (B)(6). The third repeat was performed on another cobas 8000 c502 module serial number (B)(4). The third repeat result was 5.2. The customer deems the repeat result to be the correct result. There was no adverse event. The lot of (B)(6) reagent in use was 65778101, with an expiration date of (B)(6) 2013. The field service representative found a failure of a rinse mechanism valve. He replaced the valve and visually inspected the rinse mechanism. The customer performed calibration and qc successfully.